Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function.device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause for the alleged issue could not be confirmed. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a prometra ii 20 ml pump that displayed error codes 100 and 123. The patient reported that they had an increase in pain since the previous week. Representative reported that the codes persisted after multiple inquiries. They instructed the physician to program a soft reset (emergency pump stop followed by a 0 mg demand bolus over 2 minutes). They then instructed the physician to reinquire and reprogram the basal rate. After that, the codes were no longer displayed. The patient returned the following day, and the error code was still cleared. This indicated that the soft reset permanently cleared the error code.